Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument was found to have a broken cable. The procedure was completing as planned with no reported injury.